Manufacturer narrative:
Analysis of the controller, model 97745, s/n (B)(6), revealed. Product analysis found: lcd/case broken/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that about a month ago they noticed that they had to take the battery out of the controller a couple times to reset the controller. Patient stated that they went to bed feeling pretty good so they turned the implanted neurostimulator off and when they got up in the morning they were doing a couple things and they thought their feet were hurting really bad so they tried to turn the controller on and the controller would not turn on. Patient noted that they did not feel any stimulation. Patient also noted that the controller was not solid and that they could squeeze the controller into the other part. During the call patient confirmed that there was a metal piece inside the controller. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.